Event description:
A facility reported that the automatic endoscope reprocessor was ran with a one minute disinfect time at 25 degrees celsius for an unspecified amount of time. It was reported that approximately seventy-five patients were involved and there was no report of patient injury.

Manufacturer narrative:
A review of the DHR for the lot did not find any issues ore deviations. The probe was released in april of 2005. A review of the product and process discrepancy reports did not identify any issues relative to the subject lot of material. There were four unconfirmed complaints of this nature in 2005, one of which was reported by the same customer. One oral probe was returned for analysis with a monitor (serial number g0513524). A physical inspection of the probe found no evidence of physical damage, it was noted that the monitor was missing the battery door cover. An x-ray of the circuitry indicated that the shaft assembly was constructed correctly and showed no evidence of mechanical or electrical failure. A continuity test was performed, the thermistor meausre ~30 kohms at roo temperature (at 25oc the thermistors should measure 30 kohm +/ - 5%). The heater resistor measured 100 ohms at room temperature (this falls within the specified range which is 99 to 101 at 25 oc) and it was noted that there were no shorts between lands. Three predictive and three direct temperatures were taken, using the fastemp monitor serial number g0513524 and a hart scientific waterbath calibrated at 37oc. Every temperature fell within the specification of 37.000o c +/ - 0.1o c. A final functional test was performed on the monitor per p-1405, the unit passed the procedure. No corrective action will be taken because the probe and monitor passed all electrical and functional tests and the failure could not be recreated. This complaint will be used for trending and tracking purposes.